Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: a mentor memorygel breast implant 350cc , catalog 3503504bc, serial number (B)(4), lot 7732567. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and experienced pain, inflammation, implant was hot and elevated on the right side. The patient experienced capsular contracture on the right breast implant. As a result, the patient had undergone removal without replacement on (B)(6) 2019

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the capsular contracture was baker grade iii. The date of explantation will actually be (B)(6) 2020. Manufacturer¿s reference number: (B)(4).